Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. Pvi and posterior wall isolation ablation was completed with farawave catheter and after post mapping a mitral dependent flutter was discovered. The farawave was reinserted into the left atrium and an mitral isthmus line was completed. After post mapping the line was determined to not be isolated, and a competitive rf catheter was inserted into the left atrium and used to complete the mi. During one of the first lesions the physician noted an audible stem pop, and the pressure was noted to be dropping. Patient was then treated for an effusion and case was completed. Patient is expected to fully recover. The sheath used was disposed.

Manufacturer narrative:
The damage caused to the patient is probably related to the radiofrequency catheter, but since the farawave catheter was used in the same area, we cannot rule out its involvement, pericardial effusion and cardiac perforation are an expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. The IFU only indicates the device for use for pulmonary vein isolation. The event description indicates the device was used for pwi. The farawave catheter is indicated for the isolation of pulmonary veins in the treatment of drug-refractory, recurrent, symptomatic paroxysmal atrial fibrillation (paf).

Event description:
It was reported that a patient experienced a pericardial effusion. Pvi and posterior wall isolation ablation was completed with farawave catheter and after post mapping a mitral dependent flutter was discovered. The farawave was reinserted into the left atrium and an mitral isthmus line was completed. After post mapping the line was determined to not be isolated, and a competitive rf catheter was inserted into the left atrium and used to complete the mi. During one of the first lesions the physician noted an audible stem pop, and the pressure was noted to be dropping. Patient was then treated for an effusion and case was completed. Patient is expected to fully recover. The sheath used was disposed.